Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/26/2015 with the following findings: during investigation, there was corrosion observed inside the battery compartment. A leak test was performed and failed, indicating a battery compartment leak. The pump cover was removed and there was no further evidence of moisture damage found. Unrelated to the original complaint, the battery compartment was observed to be cracked above and below the bumper pads as well as on the side at the threads.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.